Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Dexcom representative advised patient's mother to reset the device which was unsuccessful for the reported issue. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A paring/calibration test was performed and the test passed. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).